Event description:
It was reported that the patient presented with unstable angina. The 3.5x33 mm xience xpedition stent was successfully implanted in the moderately calcified, moderately tortuous left anterior descending (lad) coronary artery on (B)(6) 2022. On (B)(6) 2023 the patient experienced a myocardial infarction and in-stent restenosis was observed via angiography. The patient was treated on (B)(6) 2023 with angioplasty. The patient was discharged and is doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.